Manufacturer narrative:
A2: age at time of event: 80's (octogenarian). B2: date of death: the date of death was note reported. B3: date of event: it was not provided, used the first date of the month of the aware date. "S10-1 a case of stemi due to lad stenosis with severe calcification, resulting in slow flow by a large size rota" was on a poster presentation at a conference on acs pci, friday, august 4, 2023, in (B)(6), japan.

Event description:
It was reported that a slow flow occurred after ablation and the patient died. The patient presented with chest pain showed st elevation and acute decongestive heart failure, and emergent coronary artery angiography (cag) demonstrated a stenosed coronary with severely calcified middle left anterior descending artery (lad). After intra-aortic balloon pump (iabp) insertion, primary percutaneous coronary intervention (pci) was performed. Although only a small balloon passed the culprit lesion, the balloon ruptured due to calcification. Intravascular ultrasound (ivus) elucidated diffuse successive heavy calcification from proximal to middle part of lad, so elective pci with the debulking system was planned. Because timi 3 flow was obtained just using balloon dilatation, the physicians terminated the primary pci. Although uncontrollable heart failure was sustained, her femoral artery was so small that the impella system was unsuitable. Then semi-urgent second pci was performed. Afterwards, the calcification was debulked using a 1.50mm rotablator burr. After rota ablation, ivus and oct elucidated the residual calcification in the whole lad lesion. A 2.0mm rotablator burr was selected to obtain further calcification ablation. However, fatal slow flow occurred after ablation, and vital status collapsed. Percutaneous cardiopulmonary support (pcps) inserted and deployed drug-eluting stents (des) at the culprit lesion; the coronary flow was obtained. The patient died due to cardiogenic shock days later.